Event description:
It was stated that the occlusion alarm occurred frequently, please check the occlusion pressure. The event occurred while in use with a patient, and there was no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to a faulty downstream occlusion (dso) sensor. The dso seal was replaced to address this issue.